Event description:
A customer reported to beckman coulter inc (bec) that there was approximately 2ml bloody fluid leak on the right side of coulter lh750 hematology analyzer that flowed underneath and outside the instrument. The customer was wearing a lab coat, gloves, and goggles at the time of the incident. There was no exposure to mucous membranes or open wounds. No one was splashed or sprayed, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results, and there was no death, injury or change to patient treatment. The field service engineer (fse) found the sample count tubing had detached from the flow-cell, and replaced the sample line tubing. The fse also replaced the reticulocyte sample count line to improve the retic count, but this was not related to the leak. The fse verified instrument performance by running controls and patient samples. The flow cell and sample line may contain blood, 5c cell control, retic-c cell control diluent, lh series pak (erythrolyse ii and stabilyse), and lh series retic pak (reagent a and reagent b) during normal operation and lh cleaner (coulter clenz) during shutdown. The cause of the leak is that the sample line tubing to the bottom of the flow-cell was detached.

Manufacturer narrative:
(B)(4).